Manufacturer narrative:
Date sent to the FDA: 05/01/2009. Insufficient drive of disposable. Conclusion - the actual device was returned for evaluation. It was found that the cpc connector and cpc coupler were misaligned causing the handpiece to rub and bog, causing the unit to stall. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00498 and medwatch 2210968-2009-00499. The same pt is represented in each medwatch.

Event description:
It was reported that the pt underwent a gynecological procedure in 2009. During the procedure, the device stalled frequently. The procedure was successfully completed using the same motor drive unit. There were no adverse pt consequences.